Manufacturer narrative:
During use of a 5f mynxgrip device for vascular closure (vcd), when the physician pulled up the catheter sheath introducer, the plug and the advancer tube did not show. Hemostasis was achieved by manual compression in less than 30 minutes. The patient's hospitalization was not extended as a result of the event and the patient's status after the mynx event was recovered. There was no patient injury. The physician was mynx certified. Up to shuttling down everything went well. The type of procedure the mynx was used in was a percutaneous transluminal angioplasty (pta). The procedure used an antegrade approach. A cordis 5f brite tip csi was used in the procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location was per standard procedure. The user shuttled down completely. There was no unusual force applied when retracting the sheath. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle, the syringe was connected to the device with stopcock open, the procedure sheath was covering the balloon proximal tip, the sealant and advancer tube were observed to have remained in the manufactured position as received. It was noted that the sealant was soaked in blood, scrambled in pieces, protruding out from the outer cartridge tubing side slit. The procedure sheath, catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Procedure sheath was removed from the device, and shuttle down procedure was simulated without any issue. The advancer tube was found properly engaged to the proximal tamp lock during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f1821901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy ¿ advancer tube¿ was confirmed through analysis of the returned device due to the condition in which it was received. However, it cannot be conclusively determined why the shuttle down step could not be completed during analysis. Based on the information available for review and the product investigation, handling factors, such as incomplete engagement of the advancer tube, may have contributed to the issue experienced during the procedure and the resultant swelling in blood/protruding from the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle, the syringe was connected to the device with stopcock open, the procedure sheath was covering the balloon proximal tip, the sealant and advancer tube were observed to have remained in the manufactured position as received. It was noted that the sealant was soaked to blood, scrambled in pieces, protruding out from the outer cartridge tubing side slit. The procedure sheath, catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The procedure sheath was removed from the device, and shuttle down procedure was simulated without any issue. The advancer tube was found properly engaged to the proximal tamp lock during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Based on the information provided, the condition of the returned device and the investigation performed, the failure reported as failure to deploy-advancer tuber was confirmed. The reported failure may have been caused by an incomplete engagement of the advancer tube during the procedure. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, it cannot be conclusively determined why the shuttle down step could not be completed. The returned device performed as intended per the mynxgrip instructions for use (IFU), lbl9288_2. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 5f mynxgrip for vascular closure, when the physician pulled up the catheter sheath introducer, the plug and the advancer tube did not show. Hemostasis was achieved by manual compression in less than 30 minutes. The patient's hospitalization was not extended as a result of the event and the patient's status after the mynx event was recovered. There was no patient injury. The device will be returned for analysis. The physician was mynx certified. Up to shuttling down everything went well. The type of procedure the mynx was used in was a percutaneous transluminal angioplasty (pta). The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introduce. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location was per standard procedure. The user shuttled down completely. There was no unusual force applied when retracting the sheath.